Manufacturer narrative:
Of note, in this emdr, bd corporate headquarters in (B)(4) has been listed. As the manufacturing site hygenic is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). A review of the device history record could not be performed as a lot number for this incident was not provided. (B)(4). Of note, the quality engineer at hygenic states that propylene glycol is not in the formulation of the tourniquet.

Event description:
It was reported that a bd vacutainer stretch latex free tourniquet was used to inserted a bd insyte autoguard shiedled IV catheter into a patient and the patient had an allergic reaction to it. The patient has a past medical history of an allergy to propylene glycol. The patient received an anti-allergy medication prescribed by a physician to treat the allergic reaction. It was also reported that the patient's symptoms have disappeared and that she is doing well. Of note, this complaint was initially reviewed as a non-reportable incident on (B)(6) 2015 as there was no indication that any medical intervention was provided to the patient. On 1/12/2016 the patient provided additional medical information stating that she was prescribed anti-allergy medication by a physician.